Event description:
The user's hearing with the device was reported to be affected.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. Further it is reported that the recipient experienced a partial hearing loss already before the reported impact, which was most likely caused by damage to the active electrode caused by device minute mobility. However, to determine an exact root cause a device investigation would be necessary. No further information on possible further steps has been received.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears likely. Further it is reported that the recipient experienced a partial hearing loss already before the reported impact, which was most likely caused by damage to the active electrode caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing with the device was reported to be affected.

Event description:
The user's hearing with the device was reported to be affected.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device was reported to be affected.